Manufacturer narrative:
Evaluation revealed the strike plate t2 femur and the nail adapter t2 tibia spi to be the primary products. No further associated products were reported. A review of the device history records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the strike plate and the nail adapter had been in use for a longer time (manufactured in 2001 and 2012), we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. Further, the appearance of damage indicates that the devices got jammed by "cold welding" due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nail adapter had led to the presented damages. Local surface pressure may arise when the items are assembled under misalignment. During screwing into the nail adapter it is possible that the strike plate get contact with the inner surface of the nail adapter and friction occurs due to a not optimal axial insertion (user related). In combination with small tolerances it is possible that cold welding occurs. The found fretting marks indicate that most likely cold welding occurred in the actual case due to an oblique insertion, which is supported by considerable signs of cross-threading at the rim of the tube at the transition to the inner thread. As the strike plate had been in use for approx. 15 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended and the device reached the end of its useful service-life. The case is attributed to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
It was reported that strike plate cross threaded with targeting arm damaging threads on both instruments. They were able to cross thread the strike plate down enough for it to get us by for that case but it was not usable again after.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that strike plate cross threaded with targeting arm damaging threads on both instruments. They were able to cross thread the strike plate down enough for it to get us by for that case but it was not usable again after.